Event description:
Related manufacturer reference number:2017865-2022-12964, related manufacturer reference number:2017865-2022-12965. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was also noted that the right atrial and right ventricular lead exhibited noise. Explant of the device and leads was successful.

Manufacturer narrative:
The reported event of signal noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.